Manufacturer narrative:
The knee walker is designed to enhance user stability. The knee walker model is 65950. The serial number of the device is unknown. The user instructions for model 65950 knee walker is part no 1160852. The instructions give general guidance and warnings that educate the consumer on the stability of the device. In addition, it provides instructions to keep the user from becoming injured. It is unknown what medical condition the consumer has to warrant the use of the device. It is also unknown what stability issues or medication regimen the consumer may have. It is unknown if the consumer read and fully understands the user instructions. The following is written on page 1. "Warning: do not install or use this equipment without first reading and understanding this instruction sheet. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to install this equipment - otherwise, injury or damage may occur. Each individual should always consult with their physician or therapist to determine proper adjustment and usage. A physical/occupational therapist should assist in the height adjustment of the knee walker for maximum support. Care should be taken to ensure that all parts of the knee walker are secure and the casters are in good working order before use. Do not sit on the knee walker. Do not use the knee walker as a wheelchair or transport device. Always observe the weight limit on the labeling of your product. Check that all labels are present and legible. Replace if necessary. If the push handle is exposed to extreme temperature (above 100 degrees f or below 32 degrees f), high humidity and/or becomes wet, prior to use, ensure the handgrip does not twist on the push handle - otherwise damage or injury may occur. Do not attempt to reach objects that are out of your immediate reach while using this device. Do not reach for objects if you have to lean or shift position on the knee pad. Do not hang anything from the frame of the knee walker. Items should be placed in the basket. Items should not protrude from the knee walker basket - otherwise, injury or damage may occur. The basket can hold up to 10 lbs." It is unknown if the consumer is using accessories. Page 1 - "accessories warning: invacare products are specifically designed and manufactured for use in conjunction with invacare accessories. Accessories designed by other manufacturers have not been tested by invacare and are not recommended for use with invacare products." The height of the consumer is unknown. Page 1 provides a height chart. "Patient height min. / max -- for models 65950 - 65960 it should be between 5' 2" - 5' 10" it is unknown if the consumer followed the instructions for properly adjusting the height of the knee walker as stated on page 1. "Adjusting the knee walker height is found on page 1, figure 1. Figures are provided to visually show the components. Press the snap buttons on the caster tube. Slide the snap button to one of five height adjustment holes. Note: there will be an audible "click." Caution: the front casters must be adjusted to the same height adjustment hole that the rear caster assemblies are adjusted to. Adjust the front and rear caster assemblies to the same height. It is unknown if the consumer understands where the pinch points are on the device. On page 2 the following information is provided. Pinch points exist between the knee pad and knee walker frame. Make sure hands and body are clear of all pinch points before folding the knee walker. Page 2 there is a caution for stability "lay the knee walker down on a flat, stable surface. Do not lean against a wall or other vertical surface." Knee walker user instructions are provided on page 2. It is unknown if the consumer follows these instructions. It is unknown if the consumers knee walker is level. "Caution: the knee walker must be level before use. Make sure that the casters are all adjusted to the same height adjustment holes in the frame tubes. Before the user applies weight to the knee walker, pull the brake handle in towards the push handle. Note: to lock the brake, push down on the handle, to release pull up. Place the injured limb onto the knee pad. Align the front of the user's knee with the top of the cutout in the knee pad cushion. Release the brake to begin mobility. The maintenance of the device is unknown. The user instructions provides the following information on page 2 for care and maintenance. Periodically inspect all parts of the knee walker for wear or damage. Replace any broken, worn or damaged items immediately. Verify the operation of the brakes. Contact your invacare dealer for brake adjustment if necessary. If hand grips are loose, do not use the knee walker. Periodically inspect the casters and caster stems for tightness. Verify that the wheels are free of hair, lint and other debris.

Event description:
The consumer alleges the knee walker is not steady and the bottom keeps scratching her leg. While trying to maneuver the knee walker, she allegedly took a tumble to the ground. No serious injury is alleged.